Manufacturer narrative:
Device alarmed motor error during rewind due to motor encoder signal out of phase. Unable to perform the displacement test, rewind, basic occlusion test, occlusion test, prime test and excessive no delivery test due to motor error alarms.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a motor error each time after rewind and it had occurred four times. The customer's blood glucose level was 25.1 mmol/l at the time of the incident. The customer was assisted with troubleshooting. The customer was able to complete pump rewind. The insulin pump alarm history contains more than one motor error alarm within the last thirty days. The drive support cap was reported to be normal or slightly indented. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will be returned for analysis.